Event description:
Customer reported receiving a reading of 406 mg/dl followed by a second reading of 393 mg/dl. Customer injected 20 units of insulin. Two minutes later, a blood glucose test with another meter yielded a result of 58 mg/dl followed by a second result of 61 mg/dl. Customer ingested food and began to feel dizzy. Customer was taken to the emergency room where customer was treated with glucotrol and glucose. A reading of 94 mg/dl was received in the emergency room. Testing was conducted on the fingers.